Manufacturer narrative:
Patient's weight was not provided. Age of device: 1 year, 11 months, 14 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient went to change the controller suspecting malfunction and was unable to reconnect driveline to backup controller. Patient became unconscious and patient's family reconnected the driveline the backup controller. Patient remained unconscious for approximately 15 minutes. Patient regained senses and unable to recall the event. Patient reported that the controller did not alarm when patient tried to change the batteries. It was reported that patient had hearing issues. It was stated that there was no issue with controller and there was no need for patient to even try to change controller. No equipment was needed to be changed out. All equipment was working as intended. No further information was provided. Manufacturer's technical service representative reviewed the log file and observed a driveline disconnect on (B)(6) 2018. No unusual events were observed leading up to this event. The pump parameters and values were within normal limits pre and post driveline disconnect. On (B)(6) 2018, the pump was showing running and returning to its fixed speed.

Manufacturer narrative:
No product was returned for evaluation. The reported event of a pump stop was confirmed via the log file. The submitted log file spanned from (B)(6) 2018 through 03oct2018 per time stamp. The pump maintained a speed above the low speed limit without issue while the driveline was connected. On (B)(6) 2018 at 19:37:09, the log file captured the reported driveline disconnect event. During this event there was a low speed hazard, low flow hazard and motor stop alarm. The next event was 7 minutes later at 19:44:26, when the driveline was reconnected. The events before and after the driveline disconnect were normal, indicating the system controller was functioning as intended. After the driveline was reconnected to the primary system controller, the pump continued to function as intended. The root cause of the reported pump stop was the driveline being disconnected by the user. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.